Event description:
It was reported to philips that the device experienced a pads failure during operational testing coincident with a shock equipment malfunction. There was no reported patient involvement/adverse patient impact.